Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: november 04, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatmetn, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgery for the fracture of the distal humerus was held on (B)(6) 2016. During the surgery, the surgeon predrilled the bone through a variable angle (va) drill sleeve using the reported drill bit to insert a screw into the second distal hole of a plate. Then, the drill bit broke when the surgeon tried to pull it out from the bone after penetrating the drilling site completely; however, the surgeon used spare drill bit and successfully completed the surgical operation. Surgical delay of fifteen (15) minutes was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the reported drill bit was received for investigation. The drill bit is broken in the middle of the flute. The cutting edges and the shaft of the drill bit show strong damages and wear marks on the length of approximately 60 mm. Because of the damages, the complaint relevant dimensions cannot be checked to print specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was (B)(4) as required and the measured harness was within specifications. The broken surface is homogenous, which indicates material conformity as well. Unfortunately, the exact cause of this complaint cannot be determined. A possible reason for the damage could have been metallic contact or bone material blocking the flutes. For effective chip removal from the point, it is nevertheless necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Therefore, it is likely that this occurrence, in combination with a mechanical overload situation, caused the breakage. Blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged prior to surgery. Based on the manufacturing investigation results, the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.